Event description:
It was reported that this pacemaker recorded pacemaker mediated tachycardia (pmt) and far r wave over sensing on the right atrial channel. Furthermore, there were also inappropriate atrial tachy response (atr) due to this condition. Lead measurements were within normal range and automatic pace threshold test stored in configured collection period was successful. The pacemaker remains in service at this time. No adverse patient effects were reported.